Manufacturer narrative:
H6. Codes: updated. Device evaluation: customer reported the pump had alarmed with a "no disposable clamp tubing" alert. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had alarmed with a "no disposable clamp tubing" alert. This alarm event pauses the delivery of the pump until the error is addressed. Although it had been stopped, the beeping had persisted. The line had been clamped and the cassette removed. The tubing had been massaged, and air had been observed. Upon reconnection, the beeping had returned. The cassette had been removed again and tapped on a hard surface. After reconnection, the beep had returned immediately. The pump had been powered off, and the line clamped near the port. The site had been instructed to contact the on-call doctor immediately. The event occurred while in use with a patient, and there were unknown signs or symptoms experienced.